Event description:
Pt received a left knee arthroscopy followed by a left knee hemiarthroplasty during 3/96 after experiencing a long-standing history of left knee pain. The pt did well initially following surgery but began to complain of increased swelling and sharp pains over past three months prior to hosp admission. Pt failed conservative therapy treatments, including rehabilitation and non-steroidal anti-inflammatory medication treatments. Intraoperatively, the pt's knee was examined finding grade ii chondormalacia. There was obvious offset of the component medially. The polyethylene spacer was noted to be in three separate fragments with wear. Associated synovitis was present within the joint, primarily medially. There was some intercondylar notch synovitis. The hemiarthoplasty components were removed and a total knee was inserted.